Manufacturer narrative:
For the follow-up MDR submitted on (B)(4) 2011, MFR received date should have been (B)(4) 2011.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
An abbott field service representative (fsr) replaced the power supply of the cell-dyn 1800 analyzer and subsequent instrument operations and test results were acceptable. The returned cell-dyn 1800 power supply assembly failed testing due to intermittently dropping voltages during initialization. During testing the device was visually inspected for any damage; there was no visible smoke damage prior to testing or any smoke during testing. Any sign of smoke damage would have prevented the investigator from performing any further investigation of the returned cell-dyn 1800 power supply assembly. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, contains information to address the customer's current issue. Based on the current investigation, no product deficiency was identified with the cell-dyn 1800 instrument. The root cause of the reported event could not be determined.

Event description:
The customer states that a loud popping noise was heard coming from the cell-dyn 1800 analyzer. This was followed by "lots" of visible smoke pouring out of the analyzer's vents. A burning smell was also noticed. No flames were seen. The customer disconnected the instrument's power cord from the wall outlet. There were no injuries or damage to the surrounding lab environment. The abbott customer technical advocate instructed the customer to institute their emergency plan if smoke continues or flames are seen. A service call was initiated.